Manufacturer narrative:
(B)(4).

Event description:
The handpiece became hot and burned a patient. The dentist was smoothing down resin and adjusting the patient's bite. The procedure was finished and afterward the dentist noticed the handpiece had become hot and burned the patient's cheek, leaving a blister. The patient was given perioxal and ointment for the blister. Even though no medical attention was deemed necessary by the dentist, the pt did go to a doctor on their own. The pt went to the doctor on more than one occasion regarding the burn. The dentist does believe the burn will leave a scar.